Event description:
It was reported that on (B)(6) 2012, the patient was hospitalized due to a gastrointestinal bleed. Plavix was discontinued on (B)(6) 2012. On (B)(6) 2012, the patient experienced chest pain and was diagnosed with a non-st-elevation myocardial infarction. The patient was taken to the catheter lab where the promus stent in the right coronary artery (rca), was found to be thrombosed, from just proximal to the stent to the mid vessel. The thrombosis was treated with balloon angioplasty and medication, which decreased the occlusion from 100% to less than 10%. The patient was started on effient. There was no adverse sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, thrombosis, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The cine review revealed that the vessel appeared to not be completely cannulated and only proximal filling ensued. Additionally, a clot-like (thrombus) appearance was noted. The images did not show any treatment; however, the apparent thrombosis did ultimately appear to be resolved.